Manufacturer narrative:
Continuation of d11: product ID 97754, serial# unknown, explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that a replacement date had not been scheduled. It was indicated that the physician ordered a CT myelogram and reconsent prior to replacement. The patient was non-compliant on completing the myelogram and presenting to office for consent. It was indicated that the physician would not be requesting return for analysis and therefore device would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had stopped using and charging the ins in (B)(6) 2020. Starting around the beginning of (B)(6) 2020, the patient was having more trouble with their back as well as pain in their left side and left leg down to their feet. It was noted the patient had been trying to do more gardening lately. They were redirected to see their doctor and/or a manufacturer representative (rep). They stated they would contact the rep to get their ins restarted since their physician redirected them contact the rep. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the rep met with the patient on (B)(6) 2020. Issue was not resolved, dog chewed the recharger cord and new one was sent. Por attempted, battery was overdischarged 2 times. The hcp to replace battery with intellis.